Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the segment fluid damage, the control body fluid damage, the u/d and the r/l pulley wires fluid damage, the electrical pin connector fluid damage, the lcb (light carrying bundle) broken, the operation channel (primary) buckled, the insertion flexible tube buckled, the light guide cable buckled, the suction channel buckled, the lg connector corroded, the air/water nozzle missing, the operation channel (primary) leak, the root brace rubber (lg control body) cut, and the insertion flexible tube bump; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).